Event description:
Per adverse event report submitted by distributor, "a female with a history of high peak pressure on mechanical ventilation and difficulty with gas exchange was hospitalized. In 2008, she began 10 parts per million (ppm) of ino therapy for pulmonary hypertension. On a week later 01:50 hours, the graphic user panel of inovent flashed "electronic delivery failure" on the screen then changed to a screen with two icons. The machine then alarmed and ceased delivery of nitric oxide to the pt. When the device became inoperative, the pt experienced impaired oxygenation and increased barotrauma. The outcomes of the events are not known. The report deemed the events related to the use of inotherapy. Lab tests unk." Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.